Manufacturer narrative:
Concomitant medical products: etbf2816c124e stent graft, implanted (B)(6) 2014; etlw1620c93e stent graft, implanted (B)(6) 2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that noise was observed in the cardiac resynchronization therapy defibrillator's (crt-d) sensing channel during atrial arrhythmia episodes due to electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.